Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Functional quality testing was not performed since the attachment was not working as receive. An actual temperature reading was not captured however, a root cause as to why this situation could have occurred could be determined based on quality observations. Small dents were observed on the attachment head. Manifold was missing as received. Cap end bearing retainer exhibited a crack and it was covered with debris. Bur end bearing retainer was completely destroyed. Both bearing retainer's failure, free roaming ball bearings and excessive debris most likely created friction within the head which resulted in temperature increase. It is reasonable to suspect gear function was compromised by the added debris inside the head which is evident from significant wear/missing teeth on the gears. The bur end bearing failure could have created wobble and/or vibration within the head cavity leading to the manifold coming off of the attachment.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.